Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. A refrigerant gas leak in the patient cooling coil is suspected and this may have led water entering the refrigeration cycle consequently damaging cooling compressor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was not cooling during a procedure and was replaced with another device. After the procedure the device was checked and caused main fuse tripping when plugged in. There was no report of patient injury.